Event description:
The procedure was to treat two lesions, one in the first marginal and one in the third marginal, with moderate calcifications, but no tortuosity. Direct stenting was performed on the third marginal with a vision stent system and a guide wire. During progression, resistance was felt and the stent delivery system (sds) could not cross the ostium of the circumflex, which appeared to not be calcified, but very sharp. The sds was withdrawn, and once out of the pt, it was observed that the stent was not on the balloon, and that it was lost in the pt. A balloon was used to try and get the stent back, but the attempt was not successful. Finally, the stent became lost in the radial artery. The procedure was completed using three stents.